Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced astigmatism (refractive/over/under correction) issues. The lens was explanted and replaced with another lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - astigmatism /refractive over/under correction. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)